Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced at the ipg site. Surgical intervention was undertaken on (B)(6) 2017 and the physician buried the ipg deeper and the issue was resolved.